Event description:
Complainant states that the total knee prosthesis failed and had to be removed. Co is unable to determine which knee component caused the device to fail so a medwatch form 3500a has been submitted for each component.